Event description:
It was reported the customer had an unexpected restart alarm and a signal too low alarm on their insulin pump. Customer's blood glucose was 292 mg/dl. Troubleshooting found the insulin pump passed a selftest. It was also found the correct bolus amount was recorded in the bolus history during troubleshooting. It was also found the customer had a no delivery alarm. The customer stated insulin was able to exit with a fixed prime. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.